Event description:
Rptr has had a lot of constipation, bladder problems, back pain, is not able to work and has a limp and numbness. Rptr can't put all of weight on right leg and she can't walk a long way. All of this occurred since this operation. She gets weak and her sex life is not like it was. Rptr is taking lortab and fosinopril.